Event description:
Doctor reported a file separated in canal during procedure. The patient was referred to a specialist after an unsuccessful attempt by the dr to retrieve the separated piece; as of this report, it is not known if the separated piece was retrieved. There is no report of pt injury.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable. Further information regarding patient status will be provided if it becomes available.